Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The power consumption is stable and within expectations based on programming and therapy delivery. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced due to entering in safety mode. This device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The power consumption is stable and within expectations based on programming and therapy delivery. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced due to entering in safety mode. This device is expected to be returned for analysis.